Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that device was stimulating at .8. There was no connection and troubleshooting did not resolve the issue.

Event description:
It was reported that during a total thyroidectomy. There was no confirmation feedback received when the surgeon tried to stimulate the rln. The nerve was found to be intact when the surgeon visualized the nerve but still a response from the nim unit could not be received. The procedure was completed using the same device and there was no patient impact.

Manufacturer narrative:
Analysis of the returned device found visually, there was contamination on the distal portions of the device including the cuff balloon when returned. Under magnification, there were no voids in the trace pads or ink traces. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 30 ohms (blue), 82 ohms (blue with white stripe), 21 ohms (red), and 18 ohms (red with white stripe) which all electrodes were in specification. Functionally, for further analysis, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. The device passed the electrode check and there was no excessive feedback during the noise test. For additional analysis, bend testing was performed by bending each electrode individually near the clamp shell at the proximal end of the device and the device continued to pass the electrode check and had no excessive noise. There was no intermittent behavior while manipulating the shape of the device or the wire harness. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.